Event description:
As reported by the distributor, a performance verification was being completed on the millennium ventilator. During the verification the ventilator would reach a maximum pressure of 62 cmh2o. The specification is 70 cmh2o +/- 5cmh2o. The other parameters were found to be within specification.

Manufacturer narrative:
The device was not returned by the distributor for evaluation. Further info provided by the distributor stated that to complete the performance verification they installed the exhalation valve that came with the device. This resulted in the maximum pressure being out of specification. The exhalation valve was then exchanged with one from a different millennium ventilator and the device worked within factory specifications. A follow-up email confirmed that the exhalation valve that had shipped with millennium ventilator s/n (B)(4) was installed in the device that the replacement exhalation valve was removed from. The millennium ventilator receiving the exhalation valve that had originally shipped with s/n (B)(4) was tested and also worked per specification. The immediate cause for the reported complaint could not be determined as the complaint was not verified. The probable cause, based upon the information provided by the customer, is that the exhalation valve was not seated properly. The diaphragm has to be sealed to generate pressure. If it is not seated properly a leak may occur resulting in an inaccurate generation of inspiratory pressure. The exhalation valve is part of the accessory kit that ships with a millennium ventilator. The exhalation valves are tested on a test millenium ventilator for proper functionality.